Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01326 & 0002648920-2017-00116).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation. Medical records indicate the patient was revised due to elevated cobalt and chrome, corrosion and trunionosis.

Manufacturer narrative:
(B)(4). No device or photos were received for evaluation; therefore the condition of the device is unknown. Device history records (DHR) was reviewed which showed no deviations or anomalies relevant to the reported event. Review of the complaint history determined that no further action(s) is/are required as no trends were identified. A definite root cause cannot be determined with the information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This report is being submitted to relay corrected information: explantation date n/a as device remains implanted. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.